Event description:
Event description cpi received information that this bipolar lead was removed from service due to undersensing. The physician elected to replace the lead and implantable pulse generator (ipg) with another companies lead and ipg.